Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server machine all are down across the facility. Devices are not communicating to server and are in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that system was down. The technical support specialist (tss) dialed into the server and identified that the cce displayed both disconnected and active flags. Upon further review, it was determined that the d: drive was completely full, causing the cce (carefusion coordination engine) services to stop. The tss temporarily increased the d: drive capacity by 30 gb. After the expansion, tss restarted the cce service from the es server and confirmed that the disconnected flag cleared and message processing resumed. The tss later verified with the customer that the system was fully operational, and netsmart resolved the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all machines were down across the facility and the devices were not communicating with the server and were in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.